Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on 12-nov-2022 a 13.2mm, vicm5_13.2, -6.50 diopter, implantable collamer lens tore during loading. There was no patient contact. In the reporters opinion the cause of the event was unknown. For cause details the reporter stated " lens tear due to catching on injector ".